Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room racks and found the avc-x and cxps needed to be rebooted and that "guest port 5" was not working properly due to the xecxps input card needing to be replaced. To resolve the issue the technician rebooted the avc-x and cxps, replaced the xecxps input card, tested the function and operation of the units, confirmed them to be operating to specification, and returned them to service. No additional issues have been reported.

Event description:
The user facility reported that the monitor to their hexavue custom room racks was experiencing "lines" on the screen and was not displaying video. No report of procedure involvement. No report of injury.